Event description:
A us distributor returned a monitor and reported monitor delivers delivers monophasic pulse

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was confirmed. Upon evaluation, the monitor deliverers a monophasic pulse due to a defective q2 component. The root cause of the defective q2 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.